Event description:
Customer's family member called to report the death of the customer's spouse. It was stated that they were found dead when family member arrived home. The pump was disconnected from their body and it was under the bed. Also their family member stated that the customer's spouse had low bgs episodes and seizures, but they never called the help line to report these incidents. Customer's family member agreed to return the device for testing and analysis.